Manufacturer narrative:
All available information was investigated, and the reported difficult to remove could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported difficult to remove was unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a device that was difficult to remove and tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a chordal rupture. The first clip was advanced and ended up caught in chordae. While retracting the clip, the posterior leaflet tore. Therefore, the clip was removed and a mitral valve replacement was performed. No additional information was provided.